Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. The customer stated that she does not know how to insert the mio set. The customer also reported low of 37 mg/dl. The customer corrected with food. The customer reported the cannula to appear bent. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.